Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
Following infusion of 4 mg of tissue plasminogen activator (tpa), a mechanical thrombectomy using the subject device was successfully performed to treat a left m1 middle cerebral artery occlusion. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. Emboli were observed at the left anterior cerebral artery (aca) at the end of the procedure and imaging showed some hemorrhagic conversion; however, clinically the patient¿s condition was ¿remarkably well¿. There was no treatment given to the patient due to the event. Repeat imaging confirmed that there was no evidence of hemorrhage any more. Five days post procedure, the patient was discharged home in good condition without any neurological deficit.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thromboembolism and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Following infusion of 4 mg of tissue plasminogen activator (tpa), a mechanical thrombectomy using the subject device was successfully performed to treat a left m1 middle cerebral artery occlusion. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. Emboli were observed at the left anterior cerebral artery (aca) at the end of the procedure and imaging showed some hemorrhagic conversion; however, clinically the patient's condition was "remarkably well". There was no treatment given to the patient due to the event. Repeat imaging confirmed that there was no evidence of hemorrhage any more. Five days post procedure, the patient was discharged home in good condition without any neurological deficit.